Event description:
It was reported to boston scientific corporation that a wallstent biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the stent was being implanted for treatment within the biliary tree. During the procedure, the physician tried to release the stent from the delivery catheter, but the proximal end of the delivery system became stuck "with the release of so even being in the right position is not free." When trying to withdraw the delivery system, the stent was pulled out of the common bile duct. The stent was removed from the patient. The procedure was completed with another wallstent biliary stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. The reported event of stent delivery catheter difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully deployed. An examination of the deployed stent noted that some of the stent wires on both ends of the stent were uncrossed. It was noted that the outer sheath was partially retracted. The inner shaft was kinked at approximately 20mm proximal to the distal tip. The stainless steel shaft was kinked at approximately 45mm distal to the hub. Functionally, there was no issue with the movement of the outer sheath until the kink in the stainless steel shaft was met. An examination of the stent cup and holder found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the stent was being implanted for treatment within the biliary tree. During the procedure, the physician tried to release the stent from the delivery catheter, but the proximal end of the delivery system became stuck "with the release of so even being in the right position is not free." When trying to withdraw the delivery system, the stent was pulled out of the common bile duct. The stent was removed from the patient. The procedure was completed with another wallstent biliary stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.